Event description:
While a field service engineer (fse) was troubleshooting an unrelated issue, the fse discovered torn tubing from the blood sampling valve (bsv) to check valve cvl85/126 on a coulter lh 750 hematology analyzer. Following service, the customer reported a fluid leak at the probe while running patient samples. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse replaced the red tubing from bsv to cvl85/126. Following the customer's observation of a leak on the same day, the fse returned and verified that probe flush tubing was clear of obstruction through pinch valve, vl111 and that pneumatic system was properly actuating vl111. The fse identified faulty tubing within the aspiration system and replaced the tubing to resolve the leak. The repairs were verified per established service procedures. (B)(6).